Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wzn1, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that after they got the device implanted they went back to their healthcare physician (hcp) for a follow-up appointment (about 5 weeks later,) and the hcp had been unable to ¿set up¿ the programmer with the clinician programmer because they were unable to connect with the patient¿s ins. The patient mentioned that their hcp had called the manufacturer company and had someone walk them through trying to set up the programmer. The patient later then went for another appointment (about 6 weeks after the first appointment,) and the same thing happened. The patient stated that as a result of this, the hcp took an x-ray and the leads showed that one was ¿like an extended c shape and the other was almost like an l shape.¿ the patient stated that the hcp thought that this could be the issue with why their clinician programmer wouldn¿t sync with the patient¿s ins due to the l shape of the lead and the current running through it. The patient then stated they went in for yet another appointment (about 6 weeks later) and they were told by the hcp that it was ¿scar tissue,¿ that was the reason why the clinician programmer wouldn¿t connect. The patient then stated the hcp told them that for the next appointment the hcp was going to try to have a manufacturer representative (rep) come in and help the hcp to see why the clinician programmer would not connect with the ins. The patient reported they did not want to do this due to driving time and noted that was why they were calling: to see if it was possible to meet with a rep closer to their current location. The patient stated it would be more convenient because they did not drive due to poor eyesight (not related to the device/therapy,) and their relative couldn¿t be taking extended time off work. The patient finally mentioned that they thought maybe something went wrong during surgery as their hcp stated that this was their first time working with the ¿spinal cord stimulator.¿ the patient stated that their hcp was saying they might need to ¿give up,¿ on the device and the patient stated they didn¿t want to due to costs. The patient was going to follow up with their hcp. Patient services reviewed the rep¿s role and gave the national answering service number to bring into a medical facility near the patient to see if they would page and invite a rep in. The patient stated that they were going to bring the number to their general physician. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4). Implanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that there was no problem connecting with physician programmer. At her first post-op visit she did not bring the patient programmer. She was doing ok and therefore no programming done. On the second visit again no problem connecting with ins however, patient never feels stimulation in vaginal area- buttocks/rectum therefore try obtained. No problem with ins . The patient was wrong. This was her 2nd interstim, 1st placed approximately 8 years ago. The 1st lead configured =c, 2nd lead configured =l. Multiple reprogramming sessions >45 minutes each. The doctor have placed interstim and done reprogramming over 15 years. This is the 1st patient of theirs with a new samsung programmer and they hate it. The patient reprogrammed and was asked to inform the hcp of progress if no improvement then they will have no choice but to remove or try to have the rep reprogram. Patient has scare tissue and could not place the lead accurately thus if no better it comes out.